Event description:
The customer contacted baxter's service center regarding a check heater line (chl) alarm which occurred on the homechoice (hc) during fill 1. The baxter technical services representative (tsr) had the care giver (cg) pull up and down on the lines near the door, flip the heater bag over, slide the heater line clamp down the line, apply pressure to the heater bag, make sure that the frangible was broken and separated, make sure that the lumen was open and that the port was rounded, and check the lines for air, fibrin, and kinks. The cg stated that there was air in the patient line. The cg stated that when the hc primed, the patient line had not primed to the top and the home patient (hp) connected anyway. The tsr explained to the cg that if patient line did not prime completely that it needed to be reprimed prior to connecting. The tsr explained the steps to reprime the patient line. The technical service representative (tsr) advised the cg to start over with new supplies and assisted the cg end setup. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the hp's(hp) wife regarding the reported event. She stated that the hp had only changed out the cassette after the chl alarm and used the same bags. The hp connected and received another chl alarm in initial drain. The hp then stopped therapy and used manual supplies instead. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error- reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.